Event description:
32-yr-old female came to office for insertion of midline catheter. Pt receiving roccphin 2 grams daily. Catheter inserted per protocol using flushing, floating technique. Inserted without problem on 2nd attempt. 10 minutes after insertion, pt developed tingling of left lower lip and face. A hive developed with swelling of inner lip. No sob, no chest pain, slight redness to neck - benadryl 2.5 mg given. Symptoms resolved in 1 hours. Catheter left in place.